Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the exact surgical procedure being performed? Did the patient undergo any preoperative radiation or chemo therapy? Was the patient on any anticoagulation medication preop or post-op? Were any staple malformation issues noted throughout care of patient? Please provide a list of anatomical structures the gray reloads were used on. Does the surgeon believe that the transfusion was required due to any alleged deficiency of ethicon stapler? What is the current patient status? Additional information received: the surgeon used a second echelon during the procedure. The sales representative informed the surgeon that the device is recommended for twelve or thirteen firings and after that a new device should be used. The surgeon used the first device for sixteen or seventeen firings and switched to a second device. There was no mention of a malfunction and the device will not be returned.

Event description:
It was reported that during a large abdominal exenteration case, the surgeon fired 30 reloads to resect tissue and complained to the sales rep about staple line bleeding. Hemostasis was a challenge, and the surgical team used 4x surgicel powders, one 5ml evicel and 2x evarrest patches to control bleeding. The 27-28 of the reloads fired were echelon 60 gray on the psee60a powered echelon gun, but they also used a few tlc75 blue and tx60 blue reloads on bowel. The patient required a blood transfusion during the case. The surgeon commented that this was a difficult case, and she didn¿t think that the staple line bleeding caused the need for transfusion, specifically, but she did think that it increased operative time. The surgeon is sending patient updates to the sales rep, and we will report any negative patient consequence if/when we are notified.